Manufacturer narrative:
Evaluation of the returned penumbra system red 72 silver reperfusion catheter (red72 silver) confirmed the catheter was fractured. Evaluation revealed stretching and ovalization throughout the distal length. This indicates that the device likely stretched prior to fracturing. If the device is retracted against resistance, damage such as stretching and subsequent fractures may occur. Based on the reported complaint, the root cause of resistance could not be determined. Further evaluation revealed kinks and an additional fracture. This damage was likely incidental to the complaint and may have occurred during removal from the patient. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a penumbra system red 72 silver reperfusion catheter (red72 silver), a non-penumbra sheath (7f), a non-penumbra microcatheter, and a guidewire. The red72 silver was successfully used to complete the procedure. While removing the red72 silver from the patient it was noticed under fluoroscopy that the catheter fractured. A snare device was used to remove the red72 silver from the patient. There was no report of an adverse effect to the patient.